Manufacturer narrative:
The reported complaint that the autopulse platform (sn 33968) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) was confirmed during both archive data review and functional testing. The root cause of ua07 was a defective load cell, likely attributed to the age of the platform. The device's life expectancy is 5 years. The autopulse platform was manufactured in august 2017 and is over 8 years old. A review of the archive data showed multiple user advisory 07 (discrepancy between load 1 and load 2 too large) on and around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. The load-sensing system detected a weight/load imbalance between the two load cells. A load cell characterization test determined that load cell 1 was defective (output readings were over-reported). To resolve this issue, load cell 1 was replaced. After replacing the defective load cell, another load cell characterization test was performed, and the results indicated that both load cells function within specification. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(4).

Event description:
The customer reported that during device check, the autopulse platform (sn (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large). The lifeband was replaced, the battery was changed, and the platform was restarted, but the ua07 advisory was not cleared. No patient involvement.